Event description:
Patient experienced intermittent abdominal pain which was later diagnosed as related to tubing break. Surgery to replace access port has occurred. Follow up findings: leakage at or near port tubing connector.